Event description:
Caller states when the plunger is pressed, the lancet protrudes from the softclix plus lancet device cap. No adverse event reported. Requested return of suspect device and replacement was sent. No information provided to indicate where issue discovered.